Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2011. According to the complainant, during the procedure, the device was orientated incorrectly. The device was positioned towards the 2 o'clock position. The user did not attempt to correct the orientation by rotating the handle of the device. The procedure was completed with another dreamtome rx sphincterotome. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Based on the device analysis, which indicates that the working length was kinked, this is now considered a reportable event.

Manufacturer narrative:
Although the exact patient age is unknown, it was reported that the patient was over 18 years of age. The device component code 3038 relates to the device problem code 1339 for the evaluation findings of catheter kinked. A visual examination of the returned device found that the working length was kinked at approximately 3cm from the tip at the proximal pierce hole. The kink caused the distal end of the device to not curve properly. A functional evaluation found that the device did not meet the minimum bowing specification due to the kink at the proximal pierce hole. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch number. The investigation concluded that the kink observed is likely due to customer usage/handling. Therefore, the most probable root cause classification is operational context.